Manufacturer narrative:
The report event of high impedance was confirmed. Returned stimulation end segment had a compression mark followed by a kink with all internal wires broken; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation due to high impedance issue on three of the lead contacts. Programming changes were made, and stimulation restored however the high impedance issue persisted. Lead was explanted, and a new lead was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.